Event description:
I had a severe eye infection in my right eye in march of 2004. I had been using the renu brand of contact solution as well as others. I have a scar on my eye from the infection and believe that it is related to your research.